Manufacturer narrative:
(B)(4).

Event description:
It was reported that poor patch adhesion occured. No product was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. Medical intervention was reported. Patient stated they were hospitalized for four weeks.